Event description:
It was reported that the physician received a remote device data transmission indicating inappropriate anti-tachycardia pacing (atp) delivery due to over-sensing of the intrinsic atrial signal from this right ventricular (rv) lead. Furthermore, low sensing, increased capture threshold, and low, but still in-range pacing impedance measurements were noted from the rv lead. The physician performed a revision procedure and it was observed the rv lead had dislodged from the implant location. The lead was repositioned to resolve the event and the electrical measurements were stable. No additional adverse patient effects were reported and this lead remains implanted and in-service.